Manufacturer narrative:
(B)(4). Baxter medical assessment: the reported, life threatening event is related to a chain of user errors in the use of the tisseel (use for hemostasis as approved) spray application with the easyspray system: 1. Use of spray application despite the intraoperative observation of a thinning of tissue over the sagittal sinus; 2. Decision to use the easyspray system (gas regulator and spray set) in an endoscopic surgical field, despite the caution in the instruction manual of easyspray: "caution: spraying into enclosed body cavities requires appropriate safety measures to make sure that the above mentioned risks will be avoided." 3. Spray distance of 5 cm (should be 10-15 cm in open surgery). The close, reasonable temporal relationship to the spray application of tisseel and the described symptoms and differential diagnosis (allergic reaction to aprotinin, tisseel intravascular penetration) suggest that the above enumerated user errors have caused or contributed to the life-threatening venous air embolism. Only due to the extensive, state of the art anesthesiology monitoring and fast therapeutic response a fatal outcome could be avoided. Review of the IFU/application technique with the reporting authors is not required, since the publication documents already the measures taken to prevent reoccurrence of such life-threatening events. The newly approved labeling for tisseel/artiss spray set (B)(4) has already eliminated ambiguities limiting the use in open surgery to a distance of 10-15 cm and a pressure between 1.5 and 2.0 bars (pending us implementation). The easyspray regulator instruction manual always refers the user to the spray set IFU. The tisseel/artiss spray set IFU caution referring to use in closed cavities, and the approved changes with mandatory spray distances of at least 10 cm are sufficient to prevent this event to reoccur.

Event description:
This case was reported from a literature (felema, gohalem g. Et al. "Venous air embolism from tisseel use during endoscopic cranial vault remodeling for craniosynostosis repair: a case report." Pediatric anesthesia issn 1155-5645. 31-mar-2013) a patient experienced a venous air embolism in which easyspray pressure regulator was used. Venous air embolism (vae) is a potential complication during cranial vault remodeling requiring early detection and prompt therapeutic intervention. The incidence of vae has been reported to be as high as 82.6% during open craniectomy for craniosynostosis repair. On the other hand, two separate studies reported a much lower incidence of vae (8% and 2%( during endoscopic strip craniectomy. As surgical advancements progress, minimally invasive neurosurgical procedures are increasing in the pediatric population with reported benefits of decreased blood loss and need for transfusion, shorter hospital stay, decreased cost, lower morbidity, and mortality. In addition, there is a heightened emphasis on achieving hemostasis, which has led to the use of products such as antifibrinolytics and fibrin sealants. We present a case where a vae causing significant hemodynamic instability (grade iii) ensued immediately following aerosolized fibrin sealant application. Exploration of the potential source of vae pointed to the high pressure and close proximity (between spray device and tissue) during application of the sealant, likely forcing air into the vascular system. Note: this complaint is to reflect the ae that occurred involving tisseel spray set. (B)(4).